Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported speaker malfunction. There was no reported patient incident or injury.